Event description:
An operating room risk manager reported two pts experienced mild toxic anterior segment syndrome (tass) one day following cataract surgery. Both pts were treated with topical steroids and are reported to be doing "fine" at this time. There were no cultures or add'l surgical procedures. No add'l info is anticipated. This is one of two medwatch reports being filed for this facility at this time. 3002037047-2007-00034 (date of surgery: 2006), 3002037047-2007-00035 (date of surgery: the next month).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. This report mailed in to FDA on: 06/21/2007.